Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. Reportedly, the stent was being placed to teat a 3 cm long benign stricture 23-26cm from the incisors. The stricture had been dilated up to 12mm prior to stent placement. According to the complainant, during the procedure, the stent was loaded over the guidewire and advanced into the patient. The physician felt resistance when attempting to cross the patient anatomy. The physician attempted to advance the stent several times but was unsuccessful and removed the device from the patient. During removal the white tip of the device fell off into the patient and was retrieved using a roth net. No damage was observed to the device or packaging prior to the procedure. The procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received fully mounted on the delivery system. It was noted that the dilation tip was detached from the inner shaft and was not returned. Microscopic examination of the distal end of the inner shaft found traces of adhesive, indicating that the tip had been attached to the inner shaft during the manufacturing process as required. It was noted that the outer sheath was kinked at approximately 150 mm from its distal end. No other issues were noted with the device. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The dfu states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The wallflex esophageal fully covered stent system is contraindicated for placement in esophageal strictures caused by benign tumors, as the long-term effects of the stent in the esophagus are unknown". This device was intended to be used to treat a benign stricture. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stent was loaded over the guidewire and advanced into the patient. The physician felt resistance when attempting to cross the patient anatomy. The physician attempted to advance the stent several times but was unsuccessful and removed the device from the patient. During removal the white tip of the device fell off into the patient and was retrieved using a roth net. No damage was observed to the device or packaging prior to the procedure. The procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. Reportedly, the stent was being placed to treat a 3 cm long benign stricture 23-26 cm from the incisors. The stricture had been dilated up to 12 mm prior to stent placement. According to the complainant, during the procedure, the stent was loaded over the guidewire and advanced into the patient. The physician felt resistance when attempting to cross the patient anatomy. The physician attempted to advance the stent several times but was unsuccessful and removed the device from the patient. During removal the white tip of the device fell off into the patient and was retrieved using a roth net. No damage was observed to the device or packaging prior to the procedure. The procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.